Event description:
Subsequently, boston scientific received information that this device is enroute for laboratory testing. According to the implant form, the physician experienced difficulties with the left ventricular (lv) set screw. Eventually, the physician was able to loosen the set screw and removed the lv terminal pin from the lv header port. The device was replaced without incident.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert associated with a fault code#1003. The clinic nurse was aware that the device should be replaced and was planning to speak with the physician to discuss further. Subsequently, the local representative contacted ts to report that this device was explanted in (B)(6) 2013.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection found that the device was returned without the lv setscrew and seal plug. Microscopic examination noted damage to lv terminal block threads in four places on the lower two threads. The metal is cut away in "v" shaped wedges. A setscrew was placed in the lv terminal block and the screw travels smoothly up and down in the terminal block. Review of the device memory confirmed that three low voltage battery faults (fault code 1003) had been recorded resulting in a fault code alert on (B)(6) 2012. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--